Event description:
It was reported that the patient's implantable pulse generator (ipg) would not holding a charge. The patient underwent an explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.